Event description:
Clear care contact lens solution was used to soak my contacts by mistake. In the am, I inserted my lens and burned my eyes. It was very painful and 12 hrs later my eye is still red and burns.